Event description:
It was reported that the patient heard an alert. It was further reported that the right ventricular pace sense (rv p/s) had increased impedance, exhibited t-wave oversensing (twos), and was fractured. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012 02:15:03. The daily pace impedance trend data shows an abrupt increase for rv pace equal to 480 to 1096 ohms peak between (B)(6)-2012. Additionally, oversensing was noted. There were 15 ventricular (non-sustained tachycardia (nst) episodes with a cycle length of less than or equal to 180 ms between (B)(6)-2012 15:32:32 and (B)(6)-2012 11:02:44.